Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to procedure circumstance. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed to address the slda and recurrent mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation. It was reported that a patient presented with functional mitral regurgitation (mr) and a restricted posterior mitral leaflet (pml) for a mitraclip procedure. One clip was implanted and the mr was reduced. On a later date, (B)(6) 2023, a single leaflet device attachment (slda) was observed. The pml was detached and the mr was recurrent at grade 4+. The patient returned symptomatic. Per the physician, the slda was due to poor leaflet insertion. No additional information was provided.